Event description:
It was reported that a piece of the instrument broke off inside the vertebral body of a patient who was undergoing vertebroplasty for an osteoporotic fracture. The tip of the instrument reportedly remains inside the patient, and is fixed within the vertebroplasty cement. No additional patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.